Manufacturer narrative:
Device analysis: visual analysis of the returned device identified: fold creases, one curved opening, total delamination of valve and wear abrasion. Leak test and microscopic analysis was performed which identified: total delamination of valve and one opening striated. Based on the device analysis the final assessment is: total delamination of valve assessed as adhesive failure. One opening striated in the side anterior assessed as surgical damage.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.